Event description:
It was reported that this pt, who is enrolled in the study, had two stent fractures located in the distally placed stent. The pt has a documented history of peripheral vascular disease with multiple risk factors. The index procedure was in 2006 and two stents were placed in the proximal and mid superficial femoral artery. In 2007, the two fractures were discovered. There was no intervention or additional procedure performed. Manufacturing records for the final assembly lot were reviewed and the product met all quality requirements for product acceptance. A device history record review was requested to nitinol devices & components (ndc), for part number: 24995, stent lot number: 82288 and the results indicate that the stent met specified release requirments. No defect-related nonconformances were found. Stent fractures are considered a possible complication after metallic stent insertions and can also be a result of balloon expansion. However, in this case where the stent was deployed in the sfa, the fracture was more likely caused by ongoing stress at the site of maximum leverage resulting in stent fatigue. The mechanism of fatigue has been identified as a result of dynamic vessel motions that occur during flexion of the patients knee and/or hip, as well as external compression of the posterior side of the mid thigh.